Event description:
It was reported while using bd phaseal¿ optima infusion connector c35-o separation occurred. There was no report of patient impact. The following information was provided by the initial reporter: experiencing ongoing disconnects of the phaseal optima connector and the baxter one-link needlefree connector.

Manufacturer narrative:
The following fields were updated due to additional information: d4: medical device lot #: 2109501 d4: medical device expiration date: 31-aug-2023 h4: device manufacture date: 24-mar-2022. D10: device available for eval yes, d10: returned to manufacturer on: 09-feb-2023 h6: investigation summary one unused optima connector along with an optima injector and two baxter IV sets were provided to our quality team for investigation. The product was visually inspected, there was no damage or defects identified. A device history review was performed for returned connector lot 2109501 and injector lot 2107304 , no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Product undergoes inspections throughout the manufacturing process, including testing to verify all critical dimensions are within specification such as the luer threading. Results were reviewed for the returned lots and no issues were identified. Dimensional testing was performed on the returned connector luer and injector luer along with the baxter connector, verifying the connector and injector met all required specifications. It was noted, however, the baxter luer cone was smaller in dimension than what is indicated for our device. Based on the sample evaluation and quality team's investigation, we are not able to identify a root cause related to our manufacturing process at this time. It appears the disconnection may be related to the baxter device used with our product. H3 other text : see h10

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd phaseal¿ optima infusion connector c35-o separation occurred. There was no report of patient impact. The following information was provided by the initial reporter: experiencing ongoing disconnects of the phaseal optima connector and the baxter one-link needlefree connector.